Event description:
It was reported that the handle at the proximal end is cracking, and allegedly caused the current to jump.

Manufacturer narrative:
The complaint states that the current is jumping. The root cause of current jumping are insulation defects. This is because insulation failure/defects can cause stray electrosurgical energy, which could potentially lead to unintended burns to non-target tissue. The products were received and investigated. Visual examination of both units revealed cracking at the handle of the 5mm, 33cm l-tip electrosurgical probe (3bx). Inspection of probes showed the presence of tears and small holes in the insulation (heat shrink) of the shafts. The user insert states that prior to use, all insulated instruments should be inspected to ensure proper insulation and that any interruption in the insulation may compromise the safety of the instrument. Instruments should be inspected for the following: degradation on the insulation (i.e. Abrasions, cuts, tears, holes, bubbles, voids, scratches, cracks, flaking, etc.), nicks or burrs on the probe tips, and proper fit of cautery cable interface. Instruments must be inspected on a continual basis, and if visible defects are noticed, the product should be discarded. It is likely that the tears, holes, and cracks were present prior to surgery, and therefore these units should have never been used in surgery. This is a direct sign of user error.